Manufacturer narrative:
Concomitant product: sigphandle - sig power sigphandle handle, lot#c22aaf0413, egia45amt - egia45amt egia 45 artic med thick sulu, lot# p2d0098 sigpshell - sig power sigpshell control shell, lot# unknown sigmret - sig power sigmret manual retract tool, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand- assisted sigmoidectomy, in linear sigmoid (colon) tissue transection, the 45m illimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone are: removing and reattaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. Once the sales representative arrived, the device were troubleshoot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool were tired again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up reload tissue.

Manufacturer narrative:
Additional information: a1, d9, g3, h3, h6 correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand-assisted sigmoidectomy, in linear sigmoid (colon) tissue transection, the 45 m illimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone were removing and re-attaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up on proximal sigmoid tissue. Once the sales representative arrived (not during the case), the device was troubleshoot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool were tried again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand- assisted sigmoidectomy, in linear sigmoid (colon) tissue transection, the 45m illimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone were removing and reattaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up on proximal sigmoid tissue. Once the sales representative arrived (not during the case), the device was troubleshot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool was tried again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the adapter was received with a reload attached and was partially disassembled to allow for removal of the reload. The rotating ring was noted to be bent and the adapter housing was noted to be damaged. It was reported that the jaws of the device remain closed on tissue and the reload articulated on its own during the firing sequence. The device was difficult to unload. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: the adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was over saturated and not reacting to any force applied. No visual abnormalities were noted with the strain gauge. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.